Event description:
On (B)(6) 2012 the reporter contacted animas to report the battery was warm to the touch when removed from the pump. Troubleshooting revealed there was no damage or corrosion seen on the battery compartment or battery cap. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 07/05/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: multiple replace battery alarms were observed in the pump history. The battery was not returned with the pump for investigation. The battery compartment and cap were found to be intact. The pump powered on normally; after exercising the pump for a few minutes the pump began to get warm and emitted a replace battery alarm. The electrical current draws were tested and the current draws during motor movement were found to be out of specifications. The pump was opened and components on the printed circuit board were found to have failed.